Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the break-off screw had been damaged. The cone shaped lower portion of the screw had been broken off right at the first thread level. Microscopic inspection did not reveal any cracks or damaged that could contribute to the screw breaking. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion and revision of transforaminal lumbar interbody fusion due to stenosis. Intra-op, while tightening the set screw in the crosslink, tip of the set screw broke off. No fragment of the broken set screw remained inside the patient; and no patient complications were reported due to this event.